Event description:
Edwards received information that a 27mm mitral bioprosthetic valve, implanted in a male patient at the age of approximately 78, has exhibited a mean mitral gradient of 11mmhg with severe mitral regurgitation at one (1) year, six (6) months after implant and a mean mitral gradient of 10mmhg with severe mitral regurgitation at three (3) years, two (2) months after implant. The mean mitral gradient is above the expected range for size and implant duration. At last out patient department (opd) visit, it was reported the patient had vertigo and syncope. However, the device remains implanted and there is no documented medical or surgical intervention.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no device history record (DHR) review can be done because the serial number of this device remains unknown. The device can not be returned for evaluation because it remains implanted. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, no additional information has been provided by the health care provider to clarify the condition of the device or the severity of the regurgitation. No surgical or medical intervention has occurred. However, the patient reportedly has severe mitral regurgitation detected under echo at last out patient visit. No other patient details or conditions are known at this time.

Event description:
Patient has since expired on an unknown date. Cause of death remains unknown, despite attempts to obtain additional information.

Manufacturer narrative:
An independent reviewer who assessed post operative echos indicated prosthetic valve leaflets to be rigid and abnormal since implant with progressive leaflet thickening. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. (B)(4). Date of event is being corrected to (B)(6), 2011. An echo taken on this date established mitral regurgitation to be severe.